Event description:
It was reported that compress components with right finn segmental femoral were implanted in 2006. Following procedure, pt returned to physician with pain and radiographs indicated femur and anchor plug component had fractured. Components were replaced during surgery 2006.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. H6 - examination of returned device found evidence of fracture due to bending fatigue.